Event description:
On (B)(6) 2013, the patient left a message with animas customer technical support (cts) alleging that over the past few weeks she has experienced erratic blood glucose (bg) as low as 40mg/dl and as high as 400mg/dl. The patient noted symptoms of headaches and vomiting but it is unclear at this time if those symptoms are associated with the high bgs or with the low bgs. No additional information was provided. Cts has made attempts at contacting the patient for more information and for pump troubleshooting, without success. This complaint is being reported because the patient allegedly experienced bg excursions with symptoms indicative of a serious injury while on insulin pump therapy and there is not enough information at this time to determine if the pump was a cause or contributor in the reported bg excursions.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no pump history from the time of the event available due to the continued patient use of the pump. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A (B)(4) flow accuracy test was performed and the pump was found to be delivering within specifications. The insulin remaining reading was found to be calculating correctly during testing. No delivery related defects were found during testing.